Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the clips did not load properly into the jaws and a component disengaged/disassociated from the device into the surgical cavity. The reported issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the clips misfired as it was not properly loaded into the jaws. In addition, the clip fell into the patient¿s cavity but was retrieved. Another device was used to complete the case. There was no patient injury.